Event description:
During routine follow up, the pacemaker involved in this MDR report could not be interrogated; therefore, it will be explanted. It should be noted that this device was listed in group no. 1 of the field safety notice issued in october 2005 related to metal migration on symphony / rhapsody.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device was listed in the field safety notice which was issued in october 2005 related to metal migration on symphony / rhapsody devices (group no. 1 of the exposed population). The analysis is pending.